Event description:
It was reported that the user received consecutive alert 38 motor stall notifications on the ilet while changing supplies, with the tubing, connector, and cartridge being connected outside of the pump, which can lead to failure to infuse and implicates the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user, along with troubleshooting and education on the correct supply change process. Investigation of this case revealed no device problem found, with the event consistent with a use-related process error leading to a perceived motor stall and associated failure-to-infuse condition involving the motor component. It was concluded that the cause was traced to user.

Manufacturer narrative:
Initial.